Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the c drive ran out of space due to full database recovery mode and large transaction logs. A technical support specialist changed data base recovery to simple, shrank logs, freeing up 36 gb, performed a data synchronization and confirmed no variation in change tracking, and a database backup was completed using knowledge article es 1.6.1 - dsclientoltp log file keep growing ¿recovery model set to full and station was restored. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system all users were unable to login to the device. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.